Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Since the received devices were not differentiated for left and right, product evaluation was performed on both devices. Investigation summary : two devices (a and b) were received for analysis with no lot number. Since it was not possible to confirm which one belongs to the complaint, both implants were analyzed. During visual evaluation of device a, a tear was observed on the anterior view extending to the posterior view, measuring approximately 5.1 cm. During visual evaluation of the device b, a tear was observed on the anterior aspect extending to the posterior aspect, measuring approximately 4.1 cm. Microscopic examination of the edges of the tears revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with an unspecified mentor saline breast implant and experienced postoperative left-sided deflation. The diagnosis was confirmed via physical examination on (B)(6) 2020. As a result, the patient underwent bilateral removal and replacement with two 300cc mentor memorygel breast implant prostheses (catalog #: 3503001bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020.